Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive but no alarm occurred. The customer stated that the insulin pump had been placed in an ice chest prior to the incident. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but declined to return the product for analysis.